Event description:
It was reported to nova biomedical that starting at 10:45pm before bed time the consumer received a result of 349 mg/dl on their blood glucose meter. The consumer reported he administered 14 units of insulin. At 5:30 am tested, getting a result of 196 mg/dl and he administered 5 units of insulin. At 8:30 am tested, getting a result of 180 mg/dl, he administered 14 units of insulin based on that result. The consumer reported he ate a big breakfast. According to the consumer at 12:30pm he tested, getting a result of "hi" (greater than 600 mg/dl) and administered 14 units of insulin. At 1:30pm he tested and again getting another "hi" and administered another 14 units of insulin. At 2pm he tested again getting another "hi". The consumer subsequently experienced a hypoglycemic event requiring medical intervention. The emts tested on their meter getting a reading 25 mg/dl. At hospital, treated with IV glucose. It was discovered during this call, the consumer is not performing control solution testing with every new vial of test strips to ensure the integrity of the test strips before use which is part of our directions for use. He also stores equipment in the kitchen which is against our directions for use. Test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.